Event description:
The field service engineer (fse) observed a diluent leak of 50 ml from pinch valve vl61 of a coulter lh 750 hematology analyzer. The leak was contained within the instrument and no related error messages were reported by the fse at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse evaluated the instrument on (B)(4) 2015. The fse found a corroded pinch valve vl61 which caused contained diluent leak of 50ml from the tubing at vl61. He replaced vl61 which fixed the leak. The repairs were verified per established service procedures. (B)(4).